Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. Review of the device history log showed the event date was overwritten, therefore, the log was unable to confirm the reported event. On arrival in medwatch report 1220908-2021-01553, a defib fault 76 was observed. This would prevent the device from charging and left very specific signatures in both the device check file and activity log. Those signatures are not observed anywhere around the time the customer called this report in to zoll. It cannot be conclusively determined if this is related to medwatch report 1220908-2021-01553. Without the activity log from this event, the report cannot be confirmed or refuted. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
The customer was contacted for the return of the device. The customer has responded and indicated the device is functioning properly and will not be returning to zoll at this time.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.